Manufacturer narrative:
The initial MDR 2517506-2017-00314 was filed on april 10, 2017. Additional information (04/13/2017): the customer stated that the delay in reporting of cardiac troponin I results was due to the results being held and not reported to the laboratory information system until after the emergency room physician called the customer asking for the results. The samples should have been held in the 24 hour held folder, whereas, they were in held status. As a result, the customer did not see the results and when the emergency room physician called, the customer did a sample search and found that the samples in question were in held status. As stated, the issue was resolved after restarting the database.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer checked the system log and stated that the samples were properly flagged and did not get released and remained in held status as per the rule. The customer restarted the database to ensure that the database manager is properly filing samples to the appropriate folders. The issue resolved after restarting the database. The cause of the samples not being held in 24 hour folder is unknown. The device is performing as expected. No further evaluation of device is needed.

Event description:
The customer of a syngo lab data manager system contacted a siemens customer care center (ccc). The customer stated that three patient samples that were processed for cardiac troponin I assay were not properly filtered into the 24 hour held folder after being flagged for above reference range. A 24 hour held folder displays all patient samples within the last 24 hours that are held pending review due to a rule. The samples were later reported to the physician(s) after the physician(s) called the customer. There was a delay of about 1.5 to 2 hours. The customer stated that there was delay in patient care due to delay in reporting of results. There are no reports of adverse health consequence due to the delay in reporting of results.